Event description:
It was reported by service report that the fowler controls are not working. The fowler motor reportedly starts running on it's own. No patient involvement or adverse consequences are reported.